Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient who underwent primary breast augmentation surgery with two 275cc mentor memorygel breast implants experienced health got worse. Joint muscle pain, fatigue, shortness of breath, headaches, acid reflex and chest pain post procedure. As a result, patient underwent bilateral removal with no replacement on (B)(6) 2020.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6)2020. Device evaluation summary: according to the information received, the patient experienced multiples symptoms of generalized illness. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).